Event description:
A false positive advia centaur xp troponin ultra result was obtained by the customer and the result was questioned by the nurse. The positive result was considered discordant when compared to a earlier reported negative troponin result. The discordant sample was repeated on the original advia centaur xp and on another advia centaur xp system and the results were negative. There was no known report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse observed a bent sample probe that may have been attributed to a small capped sample cup that was caught in the sample dispense port, however here were no sample probe vertical errors generated. The cause for the initially false positive result is unknown. The customer's quality control results were within acceptable limits. The discordant result was not reproduce by the customer on repeat testing prior to the fse visit. No conclusion can be drawn. The instrument is performing within specifications.